Event description:
Patient received a 2.75mm diameter x 18mm length and a 3.0mm diameter x 12mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the prox lad and 1st diagonal branch during index procedure. However, it was reported that the procedure was complicated by a bleeding. Thrombus was confirmed. It was also reported that the patient suffered an mi during procedure. Investigator reported that the event was possibly related to the study stent and probably related to the procedure. It was reported that the patient was asymptomatic on discharge. No other clinical sequelae were reported. (Ref MFR # 9612164201100733).

Event description:
It is reported that the patient had an endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the proximal rca approximately 2 months prior to the reported events. It is confirmed that the previously reported stents were in the lad not the lad and 1st diagonal as previously reported. (Ref MFR# 9612164201100733, 9612164201100734 and 9612164-2012-01140).

Manufacturer narrative:
(B)(4). Evaluation: results: (thrombus mi).